Manufacturer narrative:
Result: connector pin.

Event description:
It was reported by service report that the footboard controls were not working on the bed. No patient involvement or adverse consequences are reported.